Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing record shows that the device met its material, assembly and product specifications at the time of its release to distribution.

Event description:
It was reported by the patient that following a coronary artery drug eluting stenting treatment procedure, the stent "closed". In information received from the patient's health care provider, the patient presented with an acute myocardial infarction with a 95% stenosis in the mid left anterior descending (lad) artery. The lesion was predilated with an unknown type 2.0x15mm balloon catheter. A 2.5x16mm taxus express2 drug eluting stent (des) was implanted in the mid lad and post dilated with an unknown 2.75mm balloon. There was no residual stenosis noted with timi iii flow. The patient was given heparin and reopro during the procedure. The patient was prescribed, reopro for 12 hours, aspirin and plavix at the end of the procedure. On1145 days later, 99% stenosis at distal stent edge, 70% in-stent restenosis and 50% proximal stent stenosis was discovered. The treatment plan was percutaneous coronary intervention verses medical therapy. Additional information was requested, but is not available.